Event description:
The user facility reported a 58 year old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient had bleeding at the groin site requiring transfusion of two units of packed red blood cells. The perclose device was tightened, and the swan catheter was repositioned. The bleeding was reported to be slowing. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/major bleed: the cause of the access site adverse event was user related as the bleeding resolved after corrective procedural actions, including tightening the perclose closure device. Device history review: the device passed all post sterile inspection checks.